Event description:
Procedure type: nissen. According to the rptr: the tip of the device frayed. Another device was opened and used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss nor did nay part of the instrument detach and fall into the pt's cavity.

Manufacturer narrative:
(B)(4).